Event description:
The patient presented in ER with numbness and discoloration of the lower extremities. A CT scan revealed the aortic flow lumen had narrowed to approximately 8 mm near the aortic bifurcation; however there was no thrombosis above the renal arteries. On (B)(6) 2011, the patient brought in for an endovascular implant. The patient was given heparin as an anticoagulant and the physician successfully implanted bifurcated device and an 28mm aortic extension. The procedure was completed and the patient was sent to the ICU for recovery. It was reported the patient died from bowel ischemia on (B)(6) 2011.

Manufacturer narrative:
The narrowing of the patient's aortic flow lumen due to thrombosis may have contributed to the event.. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Per product labeling death is a known risk of the procedure. Actual device not returned hence no device evaluation performed. No conclusion can be drawn. Received death certificate from county coroner indicating cause of death due to necrotic bowel from arterial embolism from abdominal aortic aneurysm.